Event description:
It was reported that a patient was experiencing some tightness around the generator after an increase in device settings on (B)(6) 2017. Diagnostics were within normal limits. She also called the physician¿s office on (B)(6) 2017 complaining of pain. Clinic notes were later received on (B)(6) 2017 for surgery referral. The physician noted the ¿vns is malfunctioning¿. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Manufacturer narrative:
Event description, corrected data: it was inadvertently not provided in follow-up report#1 that the lead had also been replaced.

Event description:
Lead replacement occurred with the generator replacement surgery. The lead was also reported to have been discarded.

Event description:
Additional notes were received providing the vns is still malfunctioning. Generator replacement surgery occurred. The explanted device was reported to have been discarded.